Event description:
The customer indicated he received a false high reading on the breeze2. He was experiencing hypoglycemic symptoms and sweating profusely. He at a candy bar and then tested on his other meter (type unknown) with a reading of 32mg/dl. The customer did not provide the actual result from the breeze2. The call ended before further information could be obtained. Product was not replaced.